Event description:
It was reported that on (B)(6) 2025, at 11:40 a.m., a trans peripheral PICC catheter was placed for the patient as ordered by the physician. During the catheterization process, after the guidewire was successfully delivered, the sheath was delivered halfway to the patient, and when resistance was encountered to withdraw the sheath, it was found that the sheath head end was cracked, which resulted in the unsuccessful delivery of the sheath, and the peripheral catheterization kit was immediately replaced, and the catheter was successfully inserted. The catheter was successfully placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.